Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device and updated codes. A titan touch pump and two cylinders were received for evaluation. Examination and testing revealed a separation with abrasion adjacent to it on the exhaust tube of cylinder 2 near the strain relief. Testing revealed this to be a site of leakage. Abrasion was noted on other areas of both cylinder exhaust tubes and all tubes of the pump. No functional abnormalities were noted with the pump or cylinder 1. Based on examination of the returned product, it was concluded that while in-vivo all tubes of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, could contribute to the exhaust tube of cylinder 2 kinking onto itself and abrading enough to cause a separation in the tubing. A separation of this type would then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, loss of fluid. In the operating room (or) a break on the tubing to cylinder was reported.